Manufacturer narrative:
Analysis was completed for the generator starter board. The reported complaint was unable to be confirmed through functional testing, performance testing, visual/physical examination, and usability inspection. Through analysis there was no fault found with the generator starter board. FDA evaluation codes 10, 213, and 67 apply to the analysis completed for the generator starter board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000226, serial/lot #: (B)(4). A medtronic representative (rep) went to the site to test and service the equipment. The rep found an error 63 in the generator logs. The rep changed the starter board and cable component. The system then passed the system checkout and was found to be fully functional. The generator starter board was returned to medtronic but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that while taking a 3d spin with the imaging system it stopped. The radiologic technologist (rt) let go of the handswitch, re-pushed the handswitch, and then a 3d image was able to be taken. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.